Event description:
Customer reportedly received results of 450 mg/dl on her meter and 120 mg/dl on paramedic's meter within 10 minutes. Customer had been in the hospital (unknown if it was due to diabetes) where it was determined she had colon cancer requiring surgery. Customer was released on 12/25/2006; her blood glucose result at lunch time was #hi; customer was treated with insulin. No high blood glucose symptoms. She tested again before dinner and the result was 319 mg/dl. She was treated with insulin, and immediately began to feel lethargic. Emergency medical technicians (emts) were called and tested her on their meter; the result was 50 or 40 mg/dl and customer was treated with an injection (content unknown). Customer improved. At this point, the back to back meter to professional meter comparisons were done. No quality controls were used. Requested return of suspect device and replacement was sent.